Event description:
It was reported that the patient had his spectra penile prosthesis replaced due to unspecified reason. A new inflatable penile prosthesis with 21cmx12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his spectra penile prosthesis replaced due to unspecified reason. A new inflatable penile prosthesis with 21cmx12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was revised because the patient wanted an inflatable penile prosthesis instead of the spectra malleable penile prosthesis. No further complications were reported in relation to this event.